Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit does not print.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit does not print. Additionally, customer reported leak in iab error. There was no patient harm reported.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit does not print. There was no patient harm reported.

Event description:
N/a.

Manufacturer narrative:
Corrected data: b5, d1, d4 updated data: b4, g3, g6, h2, h10, h11.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) unit does not print. Additionally, customer reported leak in iab error. There was no patient harm reported. Related balloon complain# (B)(4).

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6), event site postal code: (B)(6)). It was reported that the cs300 intra-aortic balloon pump (iabp) had a leak in iabp circuit. No adverse event reported. A getinge field service engineer (fse) was dispatched to investigate the issue. No malfunction related to the complaint was found in the device. In the test, it was seen that the device worked uninterruptedly for approximately 72 hours. It is thought that the problem may be caused by the catheter used. The iabp device was delivered in working condition.

Event description:
N/a.